Event description:
"C0522 - dr. Inserted harmonic scalpel into trocar. Upon entry a black piece of rubber was hanging from harmonic scalpel - part of the seal fell into pelvis".

Manufacturer narrative:
Evaluation: c0522 the evaluation of unit showed that a piece of duckbill seal had been torn away. The missing piece was returned with the device. No other damage to the seal was apparent. Conclusion/corrective action: c0522 after evaluating the unit applied's engineering department successfully recreated the failure by inserting an ethicon ace harmonic scalpel through a 5mm trocar. Due to the sharp corner on the harmonic blade it is possible to "hook" the duckbill seal if the instrument is inserted into the seal at a low angle (away from the axis of the trocar). The test was repeated with the ethicon endopath 5mm trocars and similar damage could be caused to the septum seal. Testing of applied's kii trocar and ethicon's cell trocar did not produce and failures. As stated in the product information data sheet, care should be taken when inserting sharp instruments to avoid damaging the trocar seals. In conclusion, applied medical recommends using a 5mm kii or universal seal when using instruments such as the ethicon ace due to their incorporation of a shield to protect and reduce the likelihood of damage caused by sharp instruments. Applied medical will continue to monitor cer (customer experience report) system for developing trends; however, no further corrective action is required at this time.